Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and receiver. Dexcom representative advised patient's mother to reset the device and wait 15 minutes for connection to return. No additional patient or event information is available.